Event description:
It was reported that the customer's continuous glucose monitor (cgm) graph was missing from the pump home screen, and the unlock buttons appeared differently. There was no adverse impact to the customer¿s blood glucose level. The customer confirmed that an active sensor session occurred within 24 hours of noticing the issue, and they were able to upload their pump data for further investigation by technical support.